Manufacturer narrative:
Patient information is unknown. Date of event is unknown. Implant date is unknown. Explant date is unknown. Complainant part is expected to be returned for manufacturer review/investigation. Address and telephone number, unknown. The 510k is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. There was no report of additional surgical intervention. However, there is a high likelihood of a revision surgery for this broken device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(4) as follows: it was reported that the sales representative has received complaint for broken plate from dr gandhi mf surgeon cmc dental college ludhiana .unilock reconstruction plate 2.4, l 170/50m . X-ray image is available , surgery was done 1 year ago . This is report 1 of 1 for (B)(4).